Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited adhesive on bending section was detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause for adhesive on bending section was detached the most probable cause of this complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.